Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown; therefore, device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
He said he had a complaint about an intermittent problem with the male swivel luer adapter on the extension tube for a IV set jamming up.